Event description:
It was reported that a cartridge change error occurred. The customer's blood glucose level was recorded at 140 mg/dl, which is within the normal range. No additional information was received regarding the outcome of the event.